Event description:
It was reported that the event involved a male pt while in the cath lab. The md inserted the prepped per instruction intra-aortic balloon (iab) through the teflon sheath via left femoral artery with no issues. Soon after pumping was initiated, the tip of the balloon would not inflate. The supplied syringe was used to attempt to apply manual pressure to inflate and deflate the balloon however, the balloon tip remained the same. As a result, the iab and teflon sheath were removed as one unit successfully. A new iab was prepped per instruction and inserted into the same insertion site and therapy was able to continue. There was no report of pt death, complications or injury. No medical/surgical intervention was required. No delay or interruption in therapy was noted. The pt outcome is good. Additional information received from teleflex (B)(4) on (B)(4) 2012 stated the sample has been discarded at the hospital due to the pt infectious disease.

Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.